Manufacturer narrative:
This report is submitted january 17, 2018.

Event description:
It was reported that the patient experienced an infection and extrusion of the implant, resulting in the decision to explant the device (date not reported). It is unknown if the patient was reimplanted with another device.